Event description:
It was reported that a bed bound 90+year old female had a blocked catheter and when they went to change the catheter the balloon wouldn't deflate. The rest home then cut the catheter removing both the inflation and drainage channel. When the catheter still would not come out they called jane (urology nurse specialist). Jane inserted a needle with syringe into the inflation channel and after 2 hours of passive drainage the 10ml was removed. Catheter was then removed from patient and a new biocath was re inserted. The rest home has kept the catheter but not the end bit that was cut off. There was no reported patient injury.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found that water could not flow through the lumen due to occlusion or obstruction in the lumen. The catheter was dissected and salt accumulation was observed in the drainage lumen which caused the lumen to be collapse resulting in the non-deflation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that a bed bound 90+year old female had a blocked catheter and when they went to change the catheter the balloon wouldn¿t deflate. The rest home then cut the catheter removing both the inflation and drainage channel. When the catheter still would not come out they called (B)(6) (urology nurse specialist). (B)(6) inserted a needle with syringe into the inflation channel and after 2 hours of passive drainage the 10ml was removed. Catheter was then removed from patient and a new biocath was re inserted. The rest home has kept the catheter but not the end bit that was cut off. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that a bed bound (B)(6) female had a blocked catheter and when they went to change the catheter the balloon wouldn¿t deflate. The rest home then cut the catheter removing both the inflation and drainage channel. When the catheter still would not come out they called (B)(6) (urology nurse specialist). (B)(6) inserted a needle with syringe into the inflation channel and after 2 hours of passive drainage the 10ml was removed. Catheter was then removed from patient and a new biocath was re inserted. The rest home has kept the catheter but not the end bit that was cut off. There was no reported patient injury.